Event description:
It was reported the catheter is used since 13/4 and have been used 2 times for cyto. It have been hard to flush and now they couldn't flush and when they pulled it out they saw a knick and a hole on the catheter 9 cm from zero mark. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The 0cm through 17cm depth markings were partially worn. A permanent kink impression was observed at the 9cm depth marking. The sample kinked preferentially at the kink impression during manual manipulation. Microscopic inspection of the distal end of the catheter revealed a glossy striated surface typical of a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. The sample became fully occluded due to kinking at the kink impression site during gentle manipulation. The kink impression and accompanying preferential kinking resulted in complete catheter occlusion during functional testing. The depth of the kink impression and extent of material wear suggested that repetitive kinking caused the impression. The location of the kink suggested that catheter insertion, securement, access and maintenance techniques may have contributed. Evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0960 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter is used since 13/4 and have been used 2 times for cyto. It have been hard to flush and now they couldn't flush and when they pulled it out they saw a knick and a hole on the catheter 9 cm from zero mark. No other information was provided.